Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the malfunction occurred because the device was not recognized on the communication bus a field service engineer addressed the problem by removing debris and reconnecting the cables. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using pyxis medstation es system was not recognized on the communication bus. The customer indicated that this issue led to delays in the dispensing of medications. There were no adverse events or injuries reported based on this incident.